Event description:
Pt was barrett's esophagus treated with focal ablation without incident. Mild dysphagia developed and mild stricture noted in distal esophagus at 2 month follow-up. Effectively dilated. Follow-up 1 month later showed no sign of stricture and no persistent symptoms of dysphagia.